Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that pre-operatively, as soon as the endoscope was connected, there was a red warning alarm: "the endoscope image is frozen". The endoscope was changed but still received the same error. The storz was rebooted but still the same error. The surgeon decided to convert to another robotic system. There was no harm to the patient. No negative impact in state of health reported. Cross refrence MDR: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's statement "red warning alarm on the endoscope" cannot be confirmed. The device in question is used with a third-party product (medtronic). This device emits a "red alarm" that is not relevant to karl storz products. A precise error analysis cannot be carried out because the device has not been returned to us despite several written requests to the customer. There may be an electronic defect in a component that cannot be analysed at this time. If the optics are made available to us, the report will be reopened, and a root cause analysis will be carried out. In the corresponding ri tipcam 1 s 3d lap , 30° 26605ba_en_v59.3_04-2025_ri_ce, chapter 9 visual inspection among others the following is listed: check products for the following points: visible contamination, damage and corrosion, completeness, and dryness. To discard: damaged and corroded medical devices. The event is filed under internal karl storz complaint ID: (B)(4).